Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) & section e initial reporter first name. Part analysis: the report of the drawer failure was confirmed by fse. According to wo (B)(4): the fse reported that troubleshooted problem with drawer not working. Found that drawer 3.2 rails completely damaged. Remove all cubies manually from old drawer. Removed drawer and replaced. Installed all cubies and configured drawer. After testing and verified all was working properly. Laboratory testing was find that the top and bottom drawer slides were unable to lock due to missing hard stop assemblies. During laboratory testing it was observed the top drawer had missing bumper stop, migrated retainer bracket and missing inner rail. The bottom was observed with missing inner rail. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of drawer failure is being attributed to mechanical issues, missing slide bumpers causing the inner slide to be missing or retainer bracket to be migrated on top and bottom drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. As per part investigation, it was determined that missing slide bumpers. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer troubleshot the drawer issue and found damaged rails on drawer 3.2. Retrieved replacement and removed old drawer and cubies. Installed new drawer, reinstalled cubies and configured, tested, and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.